Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their lower tooth is lose. Patient provided video showing mobility on #25. Advised patient to hold in best fitting aligner for 14 days. Then to provide update and updated video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.